Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The device loading unit (dlu) was received fully applied. Functionally, the device was able to articulate and rotate properly. The handle could be actuated, but did not retract. The leaf spring was loose on handle. The unit was opened as instructed by engineering and it was noted the leaf spring was detached and rolled. A review of the device history record indicates this product was released meeting all manufacturer's quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. The additional adhesive prevented the spring retainer from properly functioning and resulted in it breaking. A broken spring retainer will prevent the return of the han dle after actuating, thus preventing the unit from firing. The product analysis established a relationship between a device failure and the reported incident of instrument did not fire. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia procedure. The device could not fire. There was no patient harm. The patient outcome was reported no injury.